Event description:
During the case, the laparoscopic bipolar forceps worked intermittently, then stopped working. The reusable cords and reusable forceps were swapped out. Then the valleylab generators were swapped out, and it still was not working. The aesculap reps had been contacted previously, as this had also occurred a week prior with different forceps. When the reps tested some of the others, they found that they also worked intermittently. Manufacturer response for bipolar forceps, (brand not provided) (per site reporter). The first time, the manufacturer gave the ok that the rest of the laparoscopic bipolar forceps from the pelviscopy sets were ok to use. However, the or has continued having this problem.